Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was receiving unknown morphine drug via an implantable pump for non-malignant pain. It was reported that the patient recently moved and have been having a very difficult time finding a doctor that will treat them with the type of pain pump that they have and the dosage. Patient stated they think the pump might be malfunctioning as it is causing pulling pain in the backs of their legs. The patient said they had really bad pain for about a month. Patient mentioned they were put on oral medication until they could find a doctor to manage their pump. Pt said that they had a referral for a healthcare provider (hcp) that was pending as well. Pt said that they had morphine in the pump. Agent sent the pt physician listings via e-mail.